Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type extension; product ID 3889-28, lot# j0454935v, implanted: (B)(6) 2004, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
It was reported the device ¿never really ever worked¿ and the patient received a second device. It was noted that the patient never had therapeutic effect. Additional information has been requested but was not available as of the date of this report.